Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Prior to calling ccc, the customer performed troubleshooting and replaced reagent 1 and 2 probes, primed and recalibrated the ctni method. As per ccc instructions, the customer ran chemistry wash and confirmed that there was no contamination. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed calibrations on heterogenous module (hm) mixers and then replaced and aligned the sample and hm wash probes. The cse decontaminated water supply and hm systems. The cse calibrated the photometer and ran a system check, which passed. The cse performed calibrations on the ctni method and ran quality control, which were within range. The cause of the discordant, falsely elevated ctni results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required

Event description:
Discordant, falsely elevated cardiac troponin (ctni) results were obtained on one patient sample on a dimension rxl max with hm instrument. Upon repeat testing on the same instrument, the customer obtained a second discordant result which was lower than the initial result. The operator questioned the elevated results as they did not match a previous negative result for the patient. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension instrument, resulting lower than previous discordant results. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.